Event description:
It was observed that during the device evaluation, the colonovideoscope had rust on the light guide lens. There was no patient involvement.

Manufacturer narrative:
Based on the results of the investigation, the most likely cause of the corrosion on the lens was component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.